Event description:
Per the clinic, the patient developed a wound infection at the implant site. The patient was initially treated with a 2-week course of oral antibiotics; however, the infection did not resolve. The patient subsequently underwent revision surgery under general anesthesia on (B)(6) 2025, for irrigation and debridement however, this did not alleviate the problem resulting in a decision to explant the device. The device was explanted during the same procedure. The patient received IV antibiotics intraoperatively and was prescribed an additional 2-week course of oral antibiotics post-surgery. There are no plans to reimplant the patient with another cochlear device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.